Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was exposed outside of the skin, and due to the exposure, it would be removed. At the time of the report the device was exposed and there was a potential infection, per the healthcare provider, as the site of exposure had a discharge and redness. The healthcare provider indicated that the device was not laying flat inside the body. The hcp also indicated that the reason that the device had broken through the skin and was exposed was unknown. The hcp reported the patient was seen one week ago and immediately scheduled for removal one week later. Both the lead and ins were removed, and the issue was resolved at the time of the report. The hcp also reported that there was no sign of infection when the patient was seen a week ago, but at the day of removal they had signs of a possible infection, so they would be given treatment for infection. No further complications were re ported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after explantation of the ins system, the ¿little silver thing¿ (ins) broke through the skin they could actually see the silver disc. The patient stated that they felt pain at one point and they found the ins was working its way out of their body. The ins and lead were surgically removed (revision date (B)(6) 2018). The patient stated that they were still painful and sore at the explant site. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device came out on its own, which caused them a lot of pain. The patient stated that the device had been removed. The patient wanted to know what the problem was and why the device came out on its own. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient¿s appointment with the hcp was on (B)(6) 2018, per the hcp¿s recollection. The rep reported that the physician was unsure if the device was flat prior to the exposure of a portion of the ins as at the physician¿s first encounter, at the time the device was exposed, the device was no longer flat. The cause of the issue was unknown, per the physician. When asked if the signs of infection were resolved, the rep reported the device was removed and the patient was sent home with antibiotics. No further complications were reported.